Manufacturer narrative:
This supplemental report is submitting to correct "device product code."

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared after an error message "scope communication err (b30)" was displayed on the monitor during a laparoscopic surgical procedure. The user facility replaced the subject device with another device and completed the procedure. There was no patient injury in this event.